Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to a possible loss of ventricular capture was observed. Patient was asymptomatic. The patient&#38112;escape beats would occur following the non-captured paces. Patient will be brought into clinic to reassess the thresholds. No further information could be obtained at this time.

Event description:
Additional information received indicated that the patient presented to the clinic for scheduled follow-up, and no further issues were reported. The patient was fine.